Event description:
It was reported that the catheter presented holes with leakages. Through the facilities laboratory, a report about a microscopic analysis on the product object of complaint compared to one unused. The conclusions of this analysis are reporting that the device has "structural sinking of the catheter's polymer."

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.